Event description:
The hi/low function of the bed would drift down.

Manufacturer narrative:
While performing preventive maintenance, the hill-rom technician found the hi/low function of the bed would drift down. The hi/low drive brake was cleaned to repair the bed. Chapter 6 of the service manual documents a function check for head drive screw, as part of preventative maintenance.